Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range at the time of the event. The customer has stopped using the incorrect reagent. The cause of the event is use error, as the customer incorrectly used dade actin fs activated ptt reagent instead of dade actin fsl activated ptt reagent. The reagent is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer failed an american proficiency institute (api) survey for activated partial thromboplastin time (aptt). The customer realized that although their sysmex ca-660 system was set up to run dade actin fsl activated ptt reagent, they were incorrectly using dade actin fs activated ptt reagent. The customer has incorrectly used dade actin fs activated ptt reagent since january 2020. No aptt patient results have been questioned by the physician(s). There are no known reports of patient intervention or adverse health consequences due to this event.